Event description:
It was reported that device is unable to deliver anti-tachycardia pacing (atp) post software download. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device is unable to deliver anti-tachycardia pacing (atp) post software download. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58, non defib lead, (B)(6) 2011; 5076, non defib lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.